Event description:
The pt experienced respiratory depression and drowsiness due to overdosing after a refill session. The nurse thought there was only normal saline in the pump tubing and catheter. The drug being administered via the pump was morphine. The bolus was stopped. The pump was filled with saline and set to minimum rated. It was thought that the pt fully recovered.

Manufacturer narrative:
(B)(4)